Event description:
1. Describe the event: there was an allegation about questionable results for 1 patient tested for total protein assay and 1 patient tested for phosphorus assay on a cobas c 703 analytical unit when compared to a different instrument. 2. Patient age range: asku 3. Patient weight range: asku 4. Patient sex breakdown: asku 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the field service engineer found that the rinse tube hoses were leaking at the reaction cells wash unit. The cause of the event was consistent with a hardware-related issue (leaky rinse tube hoses). 2. Summary of follow up/corrective actions taken: the field service engineer replaced two rinse tube hoses, checked and adjusted the water volumes, and performed qc with successful results. The instrument was performing back within specifications. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.